Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg as recommended. Surgical intervention may be pending to address this situation.